Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis, compression fracture, burst fracture, intervertebral clefts, alligator mouth type and underwent balloon kyphoplasty (bkp) surgery at l2 level. During surgery, after the cement was mixed for 45 seconds and injected under appropriate procedure and temperature, the cement could not engage with the bone and the solidified cement moved in the vertebral body. It seemed that the cement solidified too early. As a result, additional new cement was used and injected in a slightly runny state, and stability was achieved. The procedure was completed successfully with the original product. The cement was doughy and homogeneous prior to delivery in the patient. There was a delay of less than 60 minutes as a result of this event. The product came in contact with the patient. No patient complications were reported.